Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the pump's black box showed evidence of a partially discharged battery being installed on 11/09/2015. A motor power supply failure alarm was also observed in the pump's black box on 11/10/2015 and in alarm history on 10/26/2015. The battery cap was able to fully tighten. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's current draws were within specifications. The display screen was dim and discolored.